Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor glucose discrepancies. Troubleshooting was performed. The customer reported that their blood glucose level was running low so they treated. The sensor was showing they were about 100 mg/dl but when they checked their blood glucose, it was almost 500 mg/dl. The caller declined troubleshooting for the high and low blood glucose. The device will not be returned for analysis.